Event description:
Pacing threshold increase. According to the patient files provided, high ventricular threshold was measured and loss of ventricular capture and sensing.

Manufacturer narrative:
Summary of investigation: devices history reports (DHR) analysis show that the lead related to this report met all the requirements of the specification at inspection. The analysis did not present any product rejections during the manufacturing process, nor deviations that could result in the reported incident. High ventricular threshold was measured during the in-clinic follow-up performed in (B)(6) 2022. Since no files from previous follow-ups were provided, neither the first occurrence nor a long-term overview can be determined. Unstable and low ventricular sensing values were recorded by the device which could indicate potential issues with the ventricular lead position. However, as no x-ray was provided and no information if the impacted ventricular lead was explanted and/or whether it is or not available for return, it is impossible to conclusively confirm/identify the reported issue. If the lead still implanted, a careful monitoring of the ventricular lead integrity should be performed to ensure the adequate sensing and pacing functionality (refer to the recommendations below). This case is retained and utilized for trending purposes. For more details, please refer to the attached report analysis.

Event description:
According to the patient files provided, high ventricular threshold was measured and loss of ventricular capture and sensing were observed.